Event description:
An endosocpy center nurse mgr reported that two pts underwent colonoscopy procedures with colonoscopes that did not go through the required disinfection cycle during reprocessing in an olympus dsd automated endoscope disinfector. The nurse attributed the event to human error and not a malfunction of the automated reprocessor. There were no reports of contamination or infections associated with the error. The physician contacted both pts about the reprocessing error; they will undergo blood tests for infectious disease.